Event description:
Same case as MDR ID 2134265-2013-07579. It was reported that a guide wire broke. The target lesion was located at the left anterior descending artery. A 1.50mm rotalink burr and 330cm rotawire floppy guide wire were selected to treat the lesion. During testing of the device outside the patient, it was noted that the guide wire broke near the tip of the burr. The rotawire was exchanged for another of the same; however, they were unable to advance the wire through the tip of the burr. The burr was also exchanged for another of the same to complete the procedure. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Visual examination of the complaint catheter unit was carried out. A connect/disconnect test and tug test were carried out using a test advancer unit and no issues were noted with the unit¿s handshake connector during the connection of the device. An attempt was made to load a test guidewire onto the returned unit. Resistance was met in the annulus of the burr. The burr was microscopically examined and the burr was flared/misshapen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: always keep the burr advancing or retracting while it is rotating. Maintaining the burr in one location while it is rotating may lead to excessive tissue removal or damage to the rotablator system. Never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-07579. It was reported that a guide wire broke. The target lesion was located at the left anterior descending artery. A 1.50mm rotalink¿ burr and 330cm rotawire floppy guide wire were selected to treat the lesion. During testing of the device outside the patient, it was noted that the guide wire broke near the tip of the burr. The rotawire was exchanged for another of the same; however, they were unable to advance the wire through the tip of the burr. The burr was also exchanged for another of the same to complete the procedure. There were no patient complications reported and the patient's status is stable.